Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump displayed a 'service pump, motor error' message. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the roller pump.

Manufacturer narrative:
Updated block: h6. The service repair technician (srt) replaced the roller pump module. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.